Manufacturer narrative:
Evaluation - other: the user facility has not been returning attempts to obtain further detail. It is not known what disposable they were using, if there are any samples available, date of event or any event specifics. Without any further details from the user facility we are unable to determine a cause for this event. If further explanation is provided, then a follow-up report will be submitted.